Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that grasping the leaflets and verifying the grasp, per mitraclip instructions for use (IFU) states: if the grasp appears satisfactory, lower the grippers onto the leaflets. The IFU also warns: failure to confirm that both grippers have been lowered onto the leaflets prior to closing the clip may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation (mr) and may result in a single leaflet device attachment (slda). Additionally, the IFU states to use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of: leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms and adequate mr reduction. All available information was investigated and the reported difficulty grasping appears to be related to the challenging patient morphology/pathology and user technique/procedural circumstances. The complete clip detachment appears to be due to a combination of challenging patient anatomy due to calcified posterior leaflet and user error (improper or incorrect procedure or method) associated with deploying the clip despite not being able to be confirmed satisfactory leaflet insertion. The difficult to remove the clip delivery system (cds) was a result of complete clip detachment and the clip not being able to be retracted into the steerable guide catheter (sgc). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: reportedly, it was difficult to evaluate good leaflet insertion. However, the mitral regurgitation (mr) reduction after grasping was very good and the physician decided to release the clip at that position.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This report is filed because the deployed clip detached from both leaflets but remained on the gripper line and was removed from the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4 with posterior leaflet (p2) prolapse extending into the posterior leaflet (p3), and posterior leaflet calcification. The clip delivery system (cds) was advanced to the mitral valve and several leaflet grasping attempts were made. There was difficulty grasping due to medial leaflet prolapse. Although leaflet assessment was difficult due to visualization, the last grasping attempt was performed and clip was deployed on the anterior and posterior leaflets segment a3 and p3. After retracting the actuator knob and before removing the gripper line, anterior/posterior clip movement was observed on the leaflets. While removing the gripper line, the clip totally detached from both leaflets but remained on the gripper line in the left atrium. The physician surmised that possibly a little calcification on the edge of the posterior leaflet broke and detached the clip. The steerable guide catheter (sgc) sleeve was advanced to the detached clip in order to remove it; however, the clip was unable to enter the sgc. Therefore, the clip and sgc were removed as a single unit. There was no damage to the septum. Another clip was implanted medial to p2 and mr was reduced to grade 2. There was no adverse patient sequela. There was no additional information provided.